Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an evaluation confirmed the reported complaint. Visual inspection of the device revealed water damage. The device will be scrapped or returned to the customer unrepaired. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an message (sf218) related to a main board error. Visual inspection confirmed water damage in the device. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no patient harm or serious injury reported as a result of this incident.